Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on the built-in precision meter. It is unknown whether the customer noted a trend arrow on the adc device. Customer initially administered insulin but experienced hypoglycemia, a loss of consciousness, and was unresponsive. The customer's caregiver then used smelling salts to wake the customer up and the customer "ate and drank something until they felt better again". No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 7 with event logs 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality (smu) testing is an indication that there were no issues with sensor functionality and electronics. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on the built-in precision meter. It is unknown whether the customer noted a trend arrow on the adc device. Customer initially administered insulin but experienced hypoglycemia, a loss of consciousness, and was unresponsive. The customer's caregiver then used smelling salts to wake the customer up and the customer "ate and drank something until they felt better again". No further treatment was reported. There was no report of death or permanent impairment associated with this event.